Event description:
It was reported the pt had pain at the trial lead site and went to the emergency room on (B)(6) 2013. The trial lead was removed, and it was determined the pt had a staph infection on the skin. The pt was placed on IV antibiotics. It was reported the pt was discharged and placed on oral antibiotics. The pt was to follow up with an infectious disease physician.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.